Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had woken up to a low blood glucose. The customer¿s blood glucose level was 49 mg/dl. They treated with juice. They declined troubleshooting for the low blood glucose. The customer¿s blood glucose level at the end of the call was 72 mg/dl. The device will not be returned for analysis.